Manufacturer narrative:
One 12f fast-cath trio introducer sheath was received for evaluation. The sheath tubing had been detached from the sheath hub; the sheath tubing had been fractured; the proximal section was not returned. It was noted that the returned distal section of sheath tubing was torn and had multiple instrument teeth marks at the proximal end; the distal end had been flattened and kinked. Dissection of the sheath hub and sheath tubing visual inspection revealed all components of the sheath hub and sheath tubing were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing detachment is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, when removing the introducer, the shaft became separated from the hub of the sheath and remained inside the patient's vein. Surgical intervention, along with fluoroscopy, was required to remove the detached portion of the sheath. The patient remained in stable condition.